Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) may not have provided brady pacing therapy when required, resulting in a syncopal episode. The physician elected to have the patient return to the office in 2 weeks to have the device interrogated. The patient's wife called technical services (ts) to see if this was an appropriate length of time. Technical services discussed that this was the physician's decision. In addition, ts discussed that that the patient should go to the emergency room if he had any additional syncopal episodes.